Event description:
Information was received from a friend/family member regarding an advanced evaluation trial patient who was using an external neuros timulator (ens) for urge incontinence. The trial began (B)(6) 2022. It was reported that the patient's daughter explained how (the patient) was in pain, uncomfortable, and unable to use the bathroom after the procedure. It was unknown if there were any environment al/external/patient factors that may have led or contributed to the issue. There were no device issues or further patient complications reported at this time.

Manufacturer narrative:
Urinary retention. If information is provided in the future, a supplemental report will be issued.